Event description:
Related manufacturer reference number: 3006705815-2022-00479. It was reported that the patient experienced ineffective therapy and the leads migrated. Surgery occurred to explant and replace the leads to address the issue.

Manufacturer narrative:
Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain patient weight. Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.